Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing "disequilibrium" while walking. A review of the recipient¿s test data indicated impedance issues. The recipient was prescribed steroids (type unknown).

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's dizziness/disequilibrium have reportedly resolved. The recipient will be followed per center's protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.